Event description:
Rocker-switch did not disengage after use. Pencil was placed on drape, and pt received a small burn on leg.

Manufacturer narrative:
Investigation activities along with corrective and preventive measures have been initiated to address this device issue. The single use electrosurgical handpiece instructions for use states the following: safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Inspect and test the device before each use.